Event description:
The dealer states the consumer told him the unit is loud. The dealer tested the unit and it wasn't loud, but it was alarming. It was getting 1 red and 2 green lights and would shut down.